Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and blank display. The blood glucose level was 135 mg/dl. The customer reported that the pump was submerged in water for 30 minutes and started buzzing, blank screen, red light blinking and got a critical error image. The troubleshooting was performed for critical pump error. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump being returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm critical pump error alarm due to blank display.